Event description:
The complainant reported that during a procedure the automated impella controller (aic) the purge cassette would not work properly, this occurred prior to pump insertion. The customer replaced the device with another aic they had onsite. No report of patient harm or injury.

Manufacturer narrative:
D9: the date of the device return for evaluation. E1, e2, e3: the initial reporters name and occupation is unknown. The console (aic) was returned for evaluation. Upon inspection of the console, it was discovered that purge motor shaft was immobilized by dried-up glucose (dextrose). After the motor shaft gasket and purge insert were cleaned, the issue was resolved, and the purge system operated within specification. Therefore, the root cause of the purge cassette was due to contamination. The purge motor area was cleaned, and a functional check was performed. The failure mode will be monitored and trended. This report is being filed as part of a retrospective review of historical records.